Event description:
A malfunction alarm, specifically alarm 20, was reported while the pump was in operation. The customer was unable to confirm whether the issue led to any significant impact on blood glucose levels. Technical support assisted the customer in loading a new cartridge using the correct technique, and the loading process was completed successfully. No additional information was received regarding the outcome of the event.